Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On 15 april 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet and there was leaflet tore. Mr was grade 4 after slda. Patient returned in decompensated state with drop in blood pressure and difficulty breathing and was intubated.